Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvs0108 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdvs0108) have been reported from the same facility.

Event description:
It was reported "we have been noting cracking near the y connection, the cracking has been noted on return when patients are having their ports accessed for several days due to treatment." It was stated this happened with three patients. This report addresses the first patient.